Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 15345455.

Event description:
It was reported that the patients leads had high impedances and the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.